Manufacturer narrative:
The lot number was not provided, therefore, device history could not be reviewed and manufacturing date was not determined. Product dfu warns of reported allergic-like reactions to pla materials and patient sensitivity to the device materials must be considered prior to implantation. From the operative report, it is not clear the reported reaction was related to this implant. Other suture material brands were also used in the patient during the initial procedure. The cause of the event could not be determined from the information available.

Event description:
This is the most recent of two similar events reported by this surgeon. It was reported that the patient developed a sterile abscess approximately 6 weeks post a mini-open rotator cuff repair. Aerobic and anaerobic cultures taken were negative. Further communication indicates the patient's shoulder was reopened for irrigation and debridement. No further patient information is available and no additional adverse consequences have been reported. This device is used for treatment.